Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to make rx verify request. A technical support specialist investigated and found that cabinet was not syncing due to extremely low network speed (0.03 mbps), causing delays in remote connectivity and functionality. The user was advised to contact their information technology (it) team and notify the director of nursing (don). Upon follow up, network speed improved to 10 mbps, the cabinet successfully came online and resumed syncing, and the issue was confirmed as resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to make rx verify request. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.